Event description:
It was reported that after a pump replacement, the patient was not getting good symptom control and developed fluid in the pump pocket. The health care team tried to rule out infection, seroma and pump leakage. The patient had been titrated up to a dose of 250 with no symptom relief and was also treated with antibiotics. A surgical exploration was done 2008 and the catheter was found to be disconnected from the pump. The connector was replaced and the catheter was reconnected to the pump using a new connector. The patient recovered without sequela. The pump wsa used to delivery lioresal.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.